Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr determined the most likely cause of the motor fault was due to a low battery. After charging and testing the device, the fsr reported no motor fault has occurred. The fsr proceeded with further repairs and reported the device passes all testing and meets service specifications.

Event description:
The customer reported while using the vela ventilator; the device displays motor fault alarms. The customer reported there is no patient involvement associated with the event.